Event description:
(B)(4) study. It was reported that patient had non st elevation myocardial infarction and symptomatic bradycardia. In may 2010, the patient presented to the emergency room with profound shortness of breath and substernal chest pressure as well as mid epigastric discomfort. The patient was noted to have acute atrial fibrillation and flutter with rapid ventricular response. The patient was diagnosed with nstemi and cardiac catheterization was recommended. Two days later, index procedure was performed. Target lesion was located in the 1st obtuse marginal (om) with 80% stenosis and was 20 mm long with a reference vessel diameter of 2.75 mm. Target lesion was treated with pre-dilatation and placement of a 2.75 x 24 mm taxus liberte stent, with 0% residual stenosis. On the next day, the patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the patient presented to the emergency department with increasing groin, flank pain and elevated troponin level. The patient was diagnosed with retroperineal bleed and was hospitalized on the same day. The patient was also noted to have atrial fibrillation. On the same day, CT scan report stated that the patient was noted with intra-peritoneal hemorrhage. On the following day, ECG revealed market st and t wave abnormality. Troponin was found to be elevated, but did not meet protocol definition of mi. The patient was diagnosed with non st elevation mi and underwent cardiac catheterization. Myocardial infarction is a type ii (demand) 2% high heart rate with atrial fibrillation. At the time of event, the patient was not on aspirin and not on study drug. The aspirin and study drug were last taken in october 2012. On the next day, CT scan report is seen to be stable than the previous day. Two days later, the patient's atrial fibrillation was treated by placement of dual chamber pacemaker and the event symptomatic bradycardia was resolved without residual effects. And on the following day, the event retroperineal bleed and nstemi were considered resolved without residual effects and the patient was discharged on the same day.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2010, patient had nausea and vomiting. Target lesion was a de-novo culprit lesion with a thrombus. The coronary angiography revealed normal right posterior descending artery and right posterolateral segment. In (B)(6), the patient also complained of occasional palpitations associated with shortness of breath on exertion. The patient had never taken other antiplatelet medication during the study. The patient was not on coumadin. In addition, CT scan of the abdomen and pelvis without contrast revealed right hemipelvic and right lower quadrant streaky hemorrhage extending along the anterior margin of the psoas and iliacus muscle. In addition, the coronary angiography revealed that lad: widely patent unknown stent in ¿proximal to mid segment¿ (deployed in (B)(6) 2012 during unstable angina); moderate mid stenosis and in lcx (target vessel): widely patent study stent in om1. Myocardial infarction is a type ii (demand) 2% high heart rate with atrial fibrillation; not localized to a specific anatomic location as this type of mi is subendocardial. The patient was monitored for the episodes of atrial fibrillation which was likely responsible for the troponin elevation. And also, the retroperitoneal bleed was in the right groin which does not require any blood transfusion and the patient was treated with vascular surgery. On the following day, the patient was advised to resume on aspirin, coumadin and plavix.